Event description:
It was reported the customer requested the alarm history after the patient passed away; however, there was no device malfunction reported. The cause of death was not disclosed by the customer and they did not know whether the device caused or contributed to the reported event. No further information was provided. The device was in use on a patient at the time of the event.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who requested onsite log file and alarm history in from the patient safety alert to be logged and captured for when the patient passed away on (B)(6) 2025 at 10:30am to 1:00pm est located in the department tele step down 2nd floor in room: 203 bed a. The customer refused remote support and requested the philips technical consultant (tc) onsite. A philips tc went onsite and collected the logs for further evaluation. Summary of technical complaint investigation: the internal product support engineer (pse) confirmed there were instances of red and yellow alarms generated in the alarm history that occurred on september 8 between 1030 to 1300. The pse stated that the alarms for bed 203a would have been visible on those central station hosts ix29 and ix14. (B)(6) 2025 11:51:29 (B)(6) hospital 203a acknowledge brrhix29 acknowledge (B)(6) 2025 11:51:29 (B)(6) hospital 203a acknowledge brrhix29 acknowledge (B)(6) 2025 11:51:26 (B)(6) hospital 203a annotation stored: (B)(6) 2025 11:43:58 vent fib/tach re-labeled to rn notified (B)(6) pic ix: brrhix29 patient data annotated (B)(6) 2025 11:50:07 (B)(6) hospital 203a asystole generated at 11:50:02. Pic ix: brrhix29 red alarm (B)(6) 2025 11:50:09 (B)(6) hospital 203a asystole generated at 11:50:02. Pic ix: brrhix14 red alarm (B)(6) 2025 11:50:07 (B)(6) hospital 203a vent fib/tach ended. Pic ix: brrhix29 red alarm (B)(6) 2025 11:50:09 (B)(6) hospital 203a vent fib/tach ended. Pic ix: brrhix14 red alarm (B)(6) 2025 11:49:55 (B)(6) hospital 203a alarm discarded: asystole pic ix: brrhix29 alarm discarded (B)(6) 2025 11:49:47 (B)(6) hospital 203a vent fib/tach generated at 11:49:40. Pic ix: brrhix14 red alarm (B)(6) 2025 11:49:47 (B)(6) hospital 203a asystole ended. Pic ix: brrhix14 red alarm (B)(6) 2025 11:49:46 (B)(6) hospital 203a vent fib/tach generated at 11:49:40. Pic ix: brrhix29 red alarm (B)(6) 2025 11:49:46 (B)(6) hospital 203a asystole ended. Pic ix: brrhix29 red alarm (B)(6) 2025 11:49:45 (B)(6) hospital 203a acknowledge brrhix29 acknowledge (B)(6) 2025 11:49:44 (B)(6) hospital 203a acknowledge brrhix29 acknowledge (B)(6) 2025 11:45:10 (B)(6) hospital 203a cannot analyze ECG ended. Pic ix: brrhix14 logged inop (B)(6) 2025 11:45:08 (B)(6) hospital 203a cannot analyze ECG ended. Pic ix: brrhix29 logged inop (B)(6) 2025 11:44:42 (B)(6) hospital 203a cannot analyze ECG generated at 11:44:37. Pic ix: brrhix29 logged inop (B)(6) 2025 11:44:44 (B)(6) hospital 203a cannot analyze ECG generated at 11:44:37. Pic ix: brrhix14 logged inop (B)(6) /2025 11:44:26 (B)(6) hospital 203a asystole generated at 11:44:19. Pic ix: brrhix14 red alarm (B)(6) 2025 11:44:24 (B)(6) hospital 203a asystole generated at 11:44:19. Pic ix: brrhix29 red alarm (B)(6) 2025 11:44:26 (B)(6) hospital 203a vent fib/tach ended. Pic ix: brrhix14 red alarm (B)(6) 2025 11:44:24 (B)(6) hospital 203a vent fib/tach ended. Pic ix: brrhix29 red alarm (B)(6) 2025 11:44:05 (B)(6) hospital 203a vent fib/tach generated at 11:43:58. Pic ix: brrhix14 red alarm (B)(6) 2025 11:44:05 (B)(6) hospital 203a afib ended. Pic ix: brrhix14 yellow alarm (B)(6) 2025 11:44:05 (B)(6) hospital 203a hr 143 >140 ended. Pic ix: brrhix14 yellow alarm (B)(6) 2025 11:44:04 (B)(6) hospital 203a vent fib/tach generated at 11:43:58. Pic ix: brrhix29 red alarm based on the information available there were no reported problems or allegations of deficiency reported, and no problems were identified within the log. The system was confirmed to be working according to the design. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.